Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #1). Additional emdrs were submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #1). Additional emdrs were submitted to represent the bard/davol perfix plug (device #2). Addendum per additional information: h11: this is an addendum to the initial MDR submitted (1213643-2022-96466). This supplemental MDR is submitted to document the correct date of implant as per additional information received. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2010 and bard/davol perfix plug on (B)(6) 2011. As reported the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.